Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14-volt battery having a large number of cycles was confirmed. The returned 14-volt battery (serial number (B)(4)) had its parameters measured upon arrival, and the cycle count was observed to be 1033 cycles. The battery was attempted to be calibrated; however, the battery failed to calibrate. The battery also failed to complete a charge/discharge cycle test. The battery¿s cycle count continued to rapidly increase throughout extended testing, indicating an issue with the battery¿s pcb. Further troubleshooting was performed at mcs pleasanton, and one of the battery¿s control components on its pcb was found to be damaged. At this point, the battery did not respond to being placed within a test ubc, and the fuel gauge did not show any lights, indicating that the battery had become inoperable. Damage to the battery¿s pcb was determined to be the root cause of the reported event; however, the root cause of how the battery became damaged was unable to be conclusively determined. The heartmate 3 patient handbook (rev. C, section 3 ¿powering the system¿) instructs users on how to calibrate 14-volt batteries and to avoid using uncalibrated batteries. If a battery is unable to be calibrated, contact abbott for assistance. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the returned 14-volt battery, serial number (B)(4)) were reviewed, and the battery was observed to pass all initial manufacturing tests (per the battery inspection datasheet). The battery was observed to have a cycle count of 1 after passing all required testing on 23jul2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery kept triggering the calibration alarm while charging. The battery was replaced.